Event description:
The reporter states that the customer experienced a hyperglycemic event where he ws taken to the ER. The customer's blood glucose results were in the 200's (mg/dl), 300's (mg/dl) and 400's (mg/dl) prior to event. At the hosp, the customer had a blood glucose result in the 400-500's (mg/dl) on the accu-chek aviva system in comparison to the professional meter result in the 200's (mg/dl). The results were obtained within a 10 minute timeframe. The customer was experiencing ketoacidosis and was treated with an IV (unk contents). New system sent to customer and return requested.